Event description:
It was reported that a patient underwent a sling procedure between (B)(6) 2007 and (B)(6) 2009. The patient presented with a mesh erosion by twelve weeks post-procedure. No further information was provided relating to this event.

Manufacturer narrative:
(B)(6). No conclusion can be drawn at this time. Should additional information be obtained a supplemental 3500a form will be submitted accordingly.